Manufacturer narrative:
The reported events of the broken suture sleeve and insulation breach were confirmed. As received, a complete lead was returned in one piece. Visual inspection found the suture sleeve was damaged / separated and the outer insulation found cut at proximal region of the lead. The cause of reported events was isolated to over-tightened suture and cut to the outer insulation consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-07072. It was reported that the patient presented for implant. During the procedure the physician attempted to tie the right atrial lead with at the suture sleeve, however it broke in half. The physician attempted to continue the procedure and noted a intermittent sensing and decreased impedance. Upon inspection a insulation breach was observed where the suture sleeve had broken. A replacement lead was requested. The physician attempted to tie the sleeve carefully with less force; the suture sleeve broken again with subsequent insulation breach. The procedure was completed with a competitor lead. The patient was in stable condition.